Manufacturer narrative:
An RMA has been issued to the customer requesting to have the vessel sealer instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). No images or videos were shared for the event. A log review was conducted, which resulted in the following findings: the instrument was used on (B)(6) 2020 in a hemicolectomy left procedure on system (B)(4). This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer instrument was not giving the right amount of energy; no patient harm was reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical territory associate (cta) was onsite for part of the case. The cta was called in when the customer had the issue of the vessel sealer (vs) jaws not opening upon insertion of the instrument into the patient. The cta had the customer reseat the instrument and sterile adapter and that resolved the issue. The surgeon mentioned to the cta that this vs was not sealing adequately. The customer received all the tones indicating a successful seal , but the surgeon stated that the tissue effect was not adequate. There were no errors displayed by the system. The surgeon sealed again until the desired effect was achieved and then was able to cut the tissue. The target tissue was vessels around the colon. There were no obstructions in the jaws of the vs and the tissue was not greater than 7mm. There was no tissue damage and no medical intervention required to address the issue. The surgeon used a new vs instrument without any further issues. The procedure was completed with no patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was no able to provide that information.